Event description:
System failure occurred while pt was on the ventilator running by ac wall current. Pt was removed from ventilator and manually ventilated for 20 minutes, and then he was placed on back up ventilator. The ventilator alarmed; however, there was not enough time for the user/caregiver to take appropriate action. Please note that there were no serious injuries in this case.